Event description:
It was reported by the customer that: the needle is clogged, the patient had to be punctured twice.

Manufacturer narrative:
(B)(4). Initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f26 ¿ no health consequences or impact. Device problem code: a140901 - complete blockage.

Manufacturer narrative:
(B)(4). Follow up: it was reported the needle is clogged. As a sample was not returned, a thorough investigation could not be completed. To aid in the investigation, one video was provided for evaluation by our quality team. The video shows a person with a needle assembly connected to a syringe with a solution in it. When pressing the plunger rod down, it appears no solution is expelled from the needle. Then, another needle assembly is shown where the solution does expel. A device history record review was completed for provided material number 305107, lot 3083959. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the video sample analysis the symptom reported by the customer is confirmed, but without the actual physical sample analysis a probable root cause could not be determined.

Event description:
Pr (B)(4) additional information: adverse event due to needle plugging. The needle is cloged, the patient had to be punctured twice. On oct 25, the distributor reported: I share the information we receive from the end customer. We do not have the product, we have in our facilities 9 units of the same batch that the customer returned for the respective return. For more information, it is necessary to communicate directly with the client since he carried out the destruction of the product. Customer provided to us the information below. The only information that I have and that the client reports is the information reported.